Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed a fall off test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: service investigation of e-belt sn (B)(4) has been completed. Upon service investigation, the electrode belt failed a fall off test. Upon investigation, the electrode belt cable running from the distribution node to the front therapy electrode had an broken wire. The brown wire (lead +1) was broken between ECG a and b. The broken wire caused the belt to fail the fall-off test. The root cause of the damaged wire was unable to be positively identified. No adverse event resulted from the damaged electrode belt cable. The last pt to use this device did not report any deficiencies.